Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon commented that the clips were both scissoring and not secure (falling off) the cystic duct. The surgeon did not feel or hear any additional noises or increased force to fire when using the device. No increased torque was placed on the device upon firing the clips. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were fed and formed as intended; finally the instrument locked out. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: no cholangiogram was done on the procedure the surgeon could not remember exactly which firing(s) the failures were on, but he thought it was shortly after the first firing. The clip was not fired over a hard structure or another clip.